Event description:
Additional information received from baxter medical affairs in a conversation with user facility on (B)(6) 2010: the user facility explained the application technique utilized to seal the dacron inside the inflow conduit. The user facility reassured that no coseal entered the lumen of the graft and speculated if the amount of coseal was excessive or "if coseal gathered onto one site causing the external compression of the graft". Since that case, the facility received detailed information on the swelling characteristics of coseal and modified their technique using a lesser amount of coseal and utilizing only a thin layer for distribution of the product around the graft. (B)(6).

Manufacturer narrative:
(B)(4). Baxter medical assessment: aug. 11, 2010: this is one of two reports of inflow conduit obstruction received from thoratec, the manufacturer of the heartmate 11, ventricular assist device. Flow through the inflow conduit was noticeably decreased on pod 2, dropping from 4 - 4.5 down to 3 lpm. Low flow alarms were documented on pod 3 and tests were conducted to assess the function of the hmll device. On pod 8 there was no improvement of the flow through the inflow device and the patient was taken back to the or for resternotomy to explore both inflow and outflow conduits and determine reasons for decrease blood flow through the lvad. Intraoperative findings confirmed obstruction of the inflow conduit due to coseal. The IFU for the heartmate ll system clearly describes protecting the openings of the inflow conduit and preventing entry of the sealing material used inside the conduit or on the threads of the screw ring. Given the intraoperative findings at the time of reoperation, there is no question that coseal contributed to decrease in flow through the inflow conduit. What is missing is any details on the application technique used which are needed to understand why coseal entered the inner lumen of the inflow conduit in this particular patient when a great number of lvad devices have been presealed with coseal without flow obstruction being reported to baxter or to thoratec company. Given the known hydrolysis profile of coseal, the question of volume of product applied should also be determined. (B)(4). Upon receipt of the additional information and its assessment, a follow-up submission will be sent.

Event description:
The perfusionist called because they are having difficulty with a patient and believe there to be some sort of occlusion to the pump, thoratec heartmate ii (tm ii). The patient was implanted on (B)(6) 2009. At this time the pump was being run at 8800 rpm with flows between 4 and 4.5 lpm. The patient has a questionable rv and was having refractory hypertension post implant. This flow continued through pod 1. On pod 2, the flows dropped to about 3 lpm. The perfusionist increased the speed to 9400 rpm. The flows didn't change really and the pi was about 2.5. On sunday, pod 3, the patient was experiencing low flow alarms. His a-line tracing was pulsatile and he was obviously opening his aortic valve. His numbers didn't respond to volume. They decided to do an echo on monday. The echo showed that the lv is filled. The aortic valve is opening regularly. Blood is being moved from the right side to the left side of the heart, but they do not believe that the pump is moving the blood. They believe that the inflow is in correct alignment. Currently, the map is 70-75; flow is 3 lpm, pi 2.5, 5 watts of power. The patient is not experiencing any signs of hemolysis so far. Their platelets are slightly lower. They were calling because they believe that there may be an obstruction in the pump. The perfusionist believes that it might be on the outflow side because she said when they put color doppler to the echo they didn't see any velocities entering into the pump. A thoratec affiliate spoke to the customer about changing the speed while doing the echo to assess if the vad is unloading the heart. The customer said they are planning to bring the patient back to the or and doing a tee and exploring. The thoratec affiliate stated that if they suspect an obstruction in the pump, then thoratec's recommendation would be to exchange the pump. The customer stated that she would keep thoratec posted on their findings. Thoratec also sent her the patient management guidelines for the hmii. The page regarding assessing the outflow graft for obstruction with CT was referenced, since this is what the customer suspects. Waveforms and controller logs were also requested by thoratec. Thoratec followed-up with the customer. The patient returned to the operating room on friday (B)(6) 2009, surgeons discovered inflow conduit was overfilled with coseal to the point that the graft was crimping and decreasing flow thru the inflow conduit. The perfusionist suggested to change out the inflow conduit and had one in the operating room. The surgeons did not change out the onflow, but cut off the white silastic sleeve picked off the coseal. The surgeons did not reapply the sleeve or reinforce the inflow graft portion. The patient's chest was closed. Thoratec recommended changing out the inflow conduit or the complete pump for a situation like this. Treatment is ongoing. (B)(6).

Manufacturer narrative:
(B)(4). Baxter final medical assessment: the additional information received clarifies the root cause of the event, but does not change the previous causality assessment and case reportability. (B)(6).